Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed because the receiver would not power on. The log was downloaded for review after using a known good battery and errors related to the complaint in rttloss were found. The receiver case was opened, and an internal visual inspection was performed and failed due to battery damage and cracked solder on ic pins. Pictures were taken. Confirmation of the complaint was confirmed. The probable cause was receiver damaged battery. No injury or medical intervention was reported.